Event description:
It was reported that a bd needle precisionglide 30x1/2in was clogged the following information was provided by the initial reporter: "we contacted the client to better verify the complaint received through the cs sector. The client informs that he uses the precision glide needles 13mm x 0.30 (lot: 9133643 fab: 05-2019 validity: 04/2024) to do the carboxitherapy treatment. When trying to use the needle, the gas does not come out, as if it were clogged. You purchased a box from the lot and the deviation occurred on 3 needles."

Manufacturer narrative:
H.6. Investigation: one sample was received. It came in open packaging blister; it has the plastic shield. A functional test was performed connecting the needle assembly to a syringe prefilled with distilled water; it was not possible to expel the solution. Although, the symptom is confirmed. The root cause is undetermined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Initial reporter phone #: (B)(6).

Event description:
It was reported that a bd needle precisionglide 30x1/2in was clogged. The following information was provided by the initial reporter: "we contacted the client to better verify the complaint received through the cs sector. The client informs that he uses the precision glide needles 13mm x 0.30 (lot: 9133643 fab: 05-2019 validity: 04/2024) to do the carboxitherapy treatment. When trying to use the needle, the gas does not come out, as if it were clogged. You purchased a box from the lot and the deviation occurred on 3 needles."